Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Two (2) months post procedure the patient came in for their transesophageal echocardiogram (tee) follow up imaging procedure. The tee imaging showed a small echogenic structure on the closure device. The physician restarted the patient on a dapt medical regiment. Four (4) months later a follow up tee procedure showed that there was no thrombus present. One (1) year post procedure the patient had their tee follow up procedure. The tee imaging showed a large mobile thrombus present. The patient was started on eliquis and aspirin in response to this event.

Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 20mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Two (2) months post procedure the patient came in for their transesophageal echocardiogram (tee) follow up imaging procedure. The tee imaging showed a small echogenic structure on the closure device. The physician restarted the patient on a dapt medical regiment. Four (4) months later a follow up tee procedure showed that there was no thrombus present. One (1) year post procedure the patient had their tee follow up procedure. The tee imaging showed a large mobile thrombus present. The patient was started on eliquis and aspirin in response to this event.